Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was also returned to ocd for further investigation. (B)(4).

Event description:
The customer is reporting a false negative reaction using ortho anti-e reagent with a donor segment at immediate spin and after 10 minute incubation. Issue started on: (B)(6) 2015. Methodology used: manual tube method. Incubation time (for manual test only): 10 min. Customer was expecting: positive. Sample tested with immucor anti-e reagent and bio rad anti-e reagents and the donor segment reacted 2-3+. Anti-e lot # seb387a, expire: 1/23/2016. Last qc run: (B)(6) 2015. Customer repeated testing with a new donor segment and saw negative reactions again after immediate spin and 10 minute incubation. Ocd explained to the customer that this may be a case of a variant little e antigen not detected with ortho bioclone anti-e reagent. Customer understands and still plans to use reagent. Customer send segment for further investigation.